Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair, the scorpion would not pass the needle. When the doctor removed the instrument, he checked and the needle tip was broken off. The missing tip section is approximately 3 mm. The tip was not located and might be still in the patient. As of date of initial report there has not been an x-ray taken. Follow-up investigation: approximately 15 passes were made with the needle prior to discovering the broken needle tip. The needle was dry-fired/deployed once prior to use in surgery. The scorpion jaws were securely clamped on the tissue during suture passing. The needle did not hit bone or the inside of the cannula. The account chose not to return the device to arthrex for evaluation.